Event description:
During an arteriogram procedure, a guidewire was used successfully and then removed from pt. During re-adavencement of the guidewire, difficulty was encountered and it was noted the coating from the distal tip of the guidewire had sheared and detached. Physician felt the coating did not detach in the pt. Another guidewire was used successfully to complete the procedure.